Event description:
It was reported, that the patient's leadless pacemaker (lp) exhibited an increase in capture threshold. It was suspected, that the patient's lp had exhibited micro-dislodgement. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of dislodgement and capture problem were not confirmed. Final analysis found helix elongation consistent with having occurred during procedure. Further analysis was performed, including output verification, and no anomaly was found contributing to reported event of capture problem.